Event description:
The customer reported an error message at boot up that caused the loss of x-ray functionality. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and calibrated the camera. The system operates as intended.